Manufacturer narrative:
Updated information: d1 brand name updated d4 serial number updated h6 component code changed to g07003 the investigation for the hypotension/acute kidney failure/major bleed has been completed. No product has been returned. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
74-year-old male was admitted for a scheduled transcatheter aortic valve replacement (tavr). Once the valve was deployed, the patient arrested and CPR was performed. Va ECMO was placed and the patient went to the or for an open aortic valve replacement (avr). Due to difficulty coming off bypass, and impella 5.5 was placed via direct approach, and the patient was left on va ECMO due to ongoing cardiogenic shock (cs). Continuous renal replacement therapy (crrt) was initiated post operatively. The patient returned to the or the following day for chest washout and closure. Blood products were administered. Methylene blue was given for hypotension. A trach was performed due to long term mechanical ventilation needs. The patient was successfully weaned and the impella was removed.